Manufacturer narrative:
Combination product: yes.

Event description:
An abnormal impedance value (2500ohm) was confirmed. Some polar were usable; however, noise was also observed. During the replacement, noise was observed on lv lead. The physician suspected that there might be some damage inside the header bore for lv lead on the device. The device and the lead were explanted.